Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis lab reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo shows the catheter in a coiled position on top of the packaging. The distal end of the catheter shaft has multiple kinks. No other damage was observed. The issue reported regarding the tip of the thrombus aspiration catheter being kinked / bent was confirmed based on observed kink condition. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (31718155) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2026, prior to the start of the thrombectomy procedure, the device packaging and the device, a 125cm ic 71 embovac aspiration catheter (ic71125ca / 31718155) were inspected and confirmed to be in good condition. During the procedure, after removing the thrombus the first time, the physician removed the embovac aspiration catheter from the patient and found the tip of the device to be kinked / bent. The physician replaced it with another aspiration from a different manufacturer to complete the procedure. There was no report of any negative impact to the patient. A photo of the device was included in the complaint. The product analysis team will review the photo. On 19-mar-2026, additional information was received. The information indicated that the thrombectomy procedure was targeting an occlusion in the left middle cerebral artery. The procedure was an adapt (direct aspiration first pass technique) case and the device was ¿snaked¿ (advanced without guidewire / microcatheter). There was moderate vessel tortuosity. No resistance was felt at any point while using the embovac catheter. Excessive force had not been applied to the device. The information confirmed there was no negative impact on the patient and no clinically significant delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-apr-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4) the purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 125cm ic 71 embovac aspiration catheter was received contained in the decontamination pouch. Visual inspection was performed. The distal tip was found with multiple compressed and severely stretched segments from 0 cm to 15 cm. Two kinks were found: the first at 43 cm and the second next to the ID band. Microscopic inspection was performed on the damaged areas. The mesh of the distal tip was found frayed at 14.8 cm, exposing the internal braided wire. The shaft on the kink next to the ID band was fractured exposing the internal braided wire. The reported issue regarding the kinked tip is confirmed. The damages found could be related to the insertion of the catheter through the hemostasis valve. The catheter can become damaged when hemostasis valve is not opened sufficiently and/or the introducer not being seated distally enough inside the hemostasis valve; however, given the broad sequence of events, this remains speculative, and a conclusive cause cannot be determined. There is no indication that the issue reported in the complaint is related to a manufacturing issue. The stretched and frayed condition of the distal tip was not originally reported; however, this could be the result of the compressed condition of the catheter. The kinks on the shaft of the catheter were not originally reported, and the exact time of occurrence cannot be determined. It is suggested that these damages could be related to the handling post-procedure of the catheter; therefore, these damages are not related to the issue reported. A review of manufacturing documentation associated with this lot (31718155) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages such as catheter stretching and kinking from leaving the facility. It should be noted that product failure could be caused by multiple factors. The instruction for use contains the following precaution: ¿ exercise care in handling the intermediate catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.